Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus regional repair center for inspection and the reported image failure was partially confirmed as the following failure was confirmed: cable unit depressed. The information obtained from this complaint and the investigation results did not identify the exact cause of the occurrence, the device inspection did not confirm new visual and functional abnormalities. A definitive root cause could not be identified; however, the most probable cause is traced to the component failure of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was striped image on the camera head and that there was damage to the cable. The event was found during procedure. There were no reports of patient harm.